Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc8336500; model: sc-8336-50; serial/batch : (B)(6).

Event description:
It was reported that the patient developed an infection. Symptoms of allergic reaction, edema, inflammation, selling and fluid discharge were noted. The physician believed that the patients body was rejecting the device. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device components were discarded.